Event description:
This catheter was being utilized for a diagnostic cardiology procedure when the catheter migrated at or about the second injection and a dissection of the left main coronary artery occurred. The pt was reported to be stable and doing fine. The catheter was discarded at the facility.